Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2021 in order to reposition the implant magnet. The implanted device remains. This report is submitted on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on jun 8, 2021.

Event description:
Per the clinic, the patient experienced a head trauma resulting in a dislodged magnet. There are plans to correct the magnet dislodgement.